Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up. High impedance was noted. Device migration was found. High capture threshold was observed. Lead was explanted and replaced.